Event description:
Reporter alleged blood glucose monitoring device result was too high and extra dosed insulin based on the reading which caused her to pass out. Reporter stated the meter read 254 mg/dl and self treated with an additional unit to a unit and a half of insulin where "crashed" 3 hours later passing out. Reporter indicated being given sugar to elevate glucose level however no medical attention was sought. Reporter stated no controls were used and a request was made for the return of the suspect device and replacement product was sent.